Event description:
It was reported that a user experienced repeated scan errors when attempting to connect a freestyle libre 3+ sensor to the ilet bionic pancreas app on an android phone, despite initial troubleshooting; however, after reinstallation of the ilet app scan was successful and sensor warmup initiated. No adverse clinical symptoms were reported. Outcomes included temporary interruption of automated glucose control features with no health impact. User support included guided troubleshooting with force-closing the app, device re-pairing, and app reinstallation. Investigation of this case revealed that app reinstallation and subsequent re-pairing enabled successful sensor pairing, and the sensor proceeded through warmup with readings expected thereafter, indicating a transient software or pairing issue rather than a persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was software interaction during pairing that resolved with reinstallation and re-pairing.